Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 20mm sapien 3 ultra resilia valve in the aortic position. After successful valve implantation, after the 14f esheath plus sheath was removed from the patient, the tip of sheath was torn but appeared intact. There were no resistance issues an no withdrawal issues. No patient vascular issues.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received for review. 3mensio imagery was provided and the following was observed: patients access vessels had presence of tortuosity and calcification. The reported event was unable to be confirmed as no device/imagery were provided. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case, due to unavailability of returned device or distal tip imagery, engineering was unable to confirm what type of tip tear occurred or the associated mechanism at fault (e.g. Radial tear, distal tip split etc.). Since 3mensio imagery revealed presence of vessel tortuosity and calcification, such patient characteristics could promote distal tip damage via non coaxial advancement trajectories, by exacerbating interactions between the valve struts and the sheath distal tip, leading to a tear. Direct physical interactions between the distal tip and sharp calcium nodules could also subject the sheath tip to damage/tear. However, a definitive root cause was unable to be determined without physical assessment of the complaint device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.